Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a hole in the pebax. Initially, it was reported that after pvi, when approached to the gap part, catheter control could not be conducted firmly (although bent, it could not be bent firmly). The catheter was replaced, and the procedure continued. No adverse patient consequences were reported. The deflection issue was assessed as not MDR reportable. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and a reddish material was observed in the pebax and a hole was found. The hole on the pebax was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2022.

Manufacturer narrative:
Initial reporter phone: (B)(6). The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed that reddish material was observed in the pebax and a hole was found on the thermocool® smart touch® sf bi-directional navigation catheter. The deflection test was performed in accordance with bwi procedures. The device passed deflection within specification. The evaluation determined that the cause of pebax damage failure cannot be established. A manufacturing record evaluation was performed for the finished device 30559954m number, and no internal actions related to the complaint were found during the review. As part of bwi's quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any deflection issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).